Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 21, 2019 that spaceoar was implanted in the perirectal space between the prostate and rectum by a urologist during a spaceoar placement procedure performed on (B)(6) 2019. There were no issues noted during the procedure. Reportedly, the patient underwent stereotactic body radiation therapy (sbrt) on (B)(6) 2019 for five fractions. According to the complainant, during a magnetic resonance imaging (MRI) the spaceoar gel was noted to be present in the denonvilliers fascia. The patient experienced mild urinary retention post procedure and rapaflo was used to treat the retention. As of (B)(6) 2019, the patients condition was reported to be fine with no complaints.